Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, lot # j10835r10, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
A consumer reported that the patient was receiving gablofen via their implanted intrathecal pump; however, she didn¿t respond to it so they changed brands. It was unknown what brand of baclofen intrathecal they switched to. As reported it is unknown when the type of baclofen in the pump was changed from gablofen to another brand. The concentration of baclofen, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient was hospitalized from (B)(6) 2015 because of generalized seizures. The patient was diagnosed with epilepsy; generalized seizures. During the time of hospitalization a physician tested the patient for spinal meningitis and the patient did not have it. The consumer was questioning if generalized seizures and epilepsy were the same thing and if the therapy or pump can cause this condition. The patient¿s healthcare provider had checked the catheter and ¿everything else¿ to make sure it was working properly in 2014 and (B)(6) 2015. The situation was noted as being addressed by the patient¿s hcp. Additional information requested included clarification of baclofen intrathecal, other medications the patient was taking at the time of the event, medical history, diagnostic testing performed, actions taken to resolve the event, and relatedness of event to the patient¿s therapy.

Manufacturer narrative:
Additional information determined the following patient code no longer applies and has been updated.

Event description:
Information was received from the healthcare professional (hcp) where it was clarified that the patient was receiving intrathecal lioresal (560mcg/day at 2,000mcg/ml). It was further noted that the patient was allergic to flagyl. The hcp noted that the patient's epilepsy and general seizures were not related to their pump therapy and were not related to intrathecal baclofen. On (B)(6) 2015 the catheter access port was aspirated, there was cerebrospinal fluid (csf) free flow and 16ml was sent to the lab. It was negative for infection, csf level withdrawal 8ml with 1.2mcg/ml and it was noted that the x-ray was negative.